Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No samples or photos were available for evaluation. As a result, bd was unable to verify the reported issue at this time. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers/packages, although associates wear hair nets, gloves, safety glasses, and head covers, if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the manufacturing of the product. The production record review was completed for batch/lot 1170915 and no non-conformance was noted during the manufacturing of this lot. Corrective actions has implemented to replace labs coats with electrostatic lab coats to prevent hair from coming into the controlled manufacturing environment. This failure will continue to be tracked and trended.

Event description:
It was reported that health professional reporting a hair inside the sealed package. Verbatim: dear colleagues, we received the below pqc.I contacted the enquirer and he stated that the batch number is 1170915 and the lot number is 270815. The product is available for retrieval if needed. Kindly find attached the log. Could you kindly provide us with the pqc number? Many thanks, hi, I called insight due to a chloraprep 26ml with tint being returned from my theatre department with a hair inside the sealed package and they have advised me to contact yourselves. Contacted the enquirer and he stated that the product is available for retrieval, the lot is 270815, and the bn is 1170915.